Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Device was found damaged during routine inspection. It is not known when the device was damaged, but it likely occurred during handling for cleaning/sterilization. The depth gauge is broken. The outer sheath is intact, but the inner gauge is in 2 pieces. The narrow tip of the inner gauge appears to have sheared off right at the junction where it meets the broader part.

Manufacturer narrative:
The reported incident that a depth gauge for screws: ø2.7/3.5/4.0mm was alleged of issue s-18 (instrument breakage identified out of surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. These are some of the possible causes: the mixing of the depth gauge with other heavier devices. The user dropped the depth gauge and damaged it. The improper use of the inside part of the depth gauge for something other than its function, which damaged the device. The device inspection revealed the following: the depth gauge is broken. The outer shell is intact, but the inner gauge is in 2 pieces. The narrow tip of the inner gauge is in 2 pieces. The narrow tip of the inner gauge appears to have broken off right at the junction where it meets the broader part. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Device was found damaged during routine inspection. It is not known when the device was damaged, but it likely occurred during handling for cleaning/sterilization. The depth gauge is broken. The outer sheath is intact, but the inner gauge is in 2 pieces. The narrow tip of the inner gauge appears to have sheared off right at the junction where it meets the broader part.